Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the device read 60 while patient felt low on (B)(6) 2014. Patient went to eat something when she felt low. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.